Manufacturer narrative:
(B)(4). Correction: date of event, brand name, common device name, date of implant. The expiration date and date of manufacture are reported as unknown, because it could not be confirmed which of three clips moved on the leaflets; therefore, the information is reported as follows: lot numbers: 70510u168, 70510u169; date of manufacture: 05/10/2017; expiration date: 05/10/2018 lot number: 70525u129; date of manufacture: 05/26/2017; expiration date: 05/26/2018. The device was not returned for analysis. A review of the lot history records identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effects of worsening mitral regurgitation (mr) and dyspnea, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. All available information was investigated and a definitive cause for the partial clip movement could not be determined. The worsening mr appears to be due to the partial clip movement. The dyspnea was a secondary effect of the worsening mr. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was provided: the initial mitraclip procedure was performed on (B)(6) 2017. Symptoms began on (B)(6) 2018. During the second mitraclip procedure, it was noted that the second implanted clip moved on the leaflet and was no longer moving in sequence with the other two clips. On (B)(6) 2018, mitral valve replacement surgery was performed. No additional information was provided.

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report partial clip movement. It was reported that previously, 3 mitraclips were implanted, without issue, to treat degenerative mitral stenosis. On an unspecified date, the patient reported lifting an object and feeling a pop in the chest. No pain was noted at the time, but the patient rested. In the following days, shortness of breath was noted and the patient was seen by his physician. On echocardiogram, all three clips were noted to be attached to both leaflets; however, one clip showed more movement and was not moving in sequence with the other two clips. Mitral regurgitation (mr) increased to grade 3-4. A second mitraclip procedure was performed on (B)(6) 2018 and two additional clips were implanted reducing mr to grade 3. A vascular plug was implanted in between 2 of the clips, reducing mr to grade 2. One day post procedure, the vascular plug was noted to be damaged. The patient will undergo mitral valve replacement surgery. There was no additional information provided.